Event description:
It was reported after manually lifing the stretcher into the ambulance with a patient loaded, a medic alleged back soreness afterward. No medical treatment was sought. There was no incident or injury that affected the patient being transported.